Event description:
It was reported that during a right hemi-colectomy procedure, the tip of the blue trocar broke off when placing into the colon. It created a small perforation in the bowel. Sutures were used to repair the perforation, and a new circular was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.